Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 293 mg/dl while wearing the pod between 4 and 24 hours. Patient notched the site was bleeding and then saw that the cannula dislodged from the infusion site (abdomen). As treatment for hyperglycemia, a new pod was applied.

Manufacturer narrative:
The customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding or bruising and nothing was found. The exact cause of the reported event could not be conclusively determined.